Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 years post-implant, it was reported that the patient had a sternal infection which was unrelated to the pump and was in the hospital waiting for a transplant. While the patient was in his hospital room, he stumbled and fell down. During the event, there was tension on the external percutaneous lead and the system controller began alarming. The vad coordinator connected the patient to a system monitor; however, the pump had stopped and the vad coordinator was unable to restart the pump. A system controller exchange was performed; however, the pump did not restart. The patient was transferred to the ICU. The patient¿s hemodynamics were stable; therefore, the hospital team decided not to go to the or for a pump exchange at that time. The following day the patient began to deteriorate and was taken to the or for a pump exchange.

Manufacturer narrative:
Damage to the percutaneous lead could not be determined and a root cause for the reported pump stop could not be determined through this evaluation. The device was returned assembled with the percutaneous lead (lead) cut approximately 2.5 inches from the pump housing with an additional 9 inch section returned and the distal portion of the lead was not returned. The inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however the remainder of the outflow conduit (outflow graft and outflow graft bend relief) was not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. No damage to the underlying wires of the percutaneous lead was identified. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The approximate age of the device is 4 years. The device was returned for analysis. The evaluation is not complete. The patient remains on lvad support with the replacement pump. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.